Event description:
Unit alleges blood leak. Reportedly occurred 40 minutes into dialysis - frank blood noted. Treament stopped; restarted with new dialyzer. No further medical intervention required. Patient completed treatment with no further problems. Estimated blood loss 250cc.